Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt did not use the ci and felt disturbed by it. She was explanted upon request on (B)(6), 2009. Med-el has been informed about this just end of (B)(6) 2011.